Event description:
The customer reported a broken touchscreen on the pump, rendering it unreadable and unresponsive. There was no reported impact on the customer's blood glucose level. A replacement pump with a new serial number was arranged for the customer. No additional information was received regarding the outcome of the event.